Manufacturer narrative:
(B)(4). The sample was returned to maquet (B)(4) for evaluation. A visual inspection was performed on the sample. Additionally, a leak test was performed. It was determined that the leak was due to a potting material polyurethane. This error was caused by a deviation in the production process. To fix the hollow fibers in the housing and to separate the blood side from the filtrate side, liquid polyurethane is poured into the housing through the connectors on the side of the hemoconcentrator. It was identified that there was a residue of polyurethane outside of the needle that injects the polyurethane in the housing. This failure caused an insufficient seal. (B)(4).

Event description:
On (B)(6) 2012, (B)(6), stated that there was a leakage noted on the lower side of the effluent port during priming of lot 70071372. (B)(6) evaluated the device and determined that the urethane adhered to the inside of the port. Which caused the leakage noted on the lower side of the effluent port. (B)(4).